Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-15746, 2017865-2019-17232. It was reported that the patient experienced an infection. The implantable cardioverter-defibrillator, right ventricular lead, and right atrial lead were explanted on (B)(6) 2019. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.